Event description:
It was observed that during the device evaluation, the subject device exhibited a deteriorated adapter. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation: it is likely that the cable unit deteriorated because it had fallen off, causing the endoscopic image to not be displayed, and due to poor water-tightness of the cable unit, water tightness was lost. It is likely that due to damage to the adapter, the scope could not be attached smoothly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.